Event description:
The patient's trial lead was explanted due to an infection at the lead site. The patient is currently being treated with antibiotics.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.